Event description:
Verbal conversation with dr (nitial rptr) in 2008: dr stated that the mini-screw broke during insertion the following day. Subsequently, the broken piece of the implanted screw was removed by an oral surgeon one day prior, due to pt discomfort. The screw twisted off during implant. X-rays show high bone density. The dr also stated that this was his first use of the screws from rmo; however, the dr also stated that he had experience using the mini-screws from other competitors, and that he had not overly twisted the screw during insertion.

Manufacturer narrative:
Device evaluated by manufacturer - only 3mm of the device head is available for eval. The remaining 5mm was destroyed during the extraction process by the oral surgeon. Initial visual inspection conducted by rmo, inc, indicates that the screw failure is due to torsional forces applied during insertion. The device has been returned to the original MFR for further eval and testing. F/u add'l info will be reported upon the receipt of the investigation findings from the original MFR. Original MFR: jeil medical corp.